Event description:
The customer reported that they observed red cell droplets on top of the mts gel card foil during testing on the ortho provue analyzer. Upon investigation, the customer indicated red cells were not dispensed into one of the gel cards. The analyzer posted multiple error messages. No erroneous results were reported. Fluid on the top of the gel card foil can lead to carry over and/or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer (fse) visited the site. The fe reviewed the provue log files and reported that the analyzer posted multiple error messages for "xyzerrcod g" (current limit of gripper motor). The fe replaced the probe, wash station and performed the necessary repairs and adjustments to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.